Event description:
It was reported that "when the catheter was inserted into the patient, the catheter kinked. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.